Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative confirmed the reported issue. He addressed the failure back to a refrigerant fluid leak. He assumed that the leak was from the patient tank cooling coils and he suspected also fluid ingress into the compressor since the unit blown the operating theatre main supply. The unit will be returned to the manufacturer site for further investigation and repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling. There was no patient involvement.